Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power events was confirmed via the submitted log files. On (B)(6)2025 at 10:13:58, the log file captured no external power alarms while connected to the mobile power unit (mpu) due to the relative state of charge (rsoc) voltage on both power cables decreasing to ~0v in 5 seconds. The alarms resolved on (B)(6)2025 at 10:14:13 when power was restored to both power cables. The backup battery supported the system without issue during this event. This sequence of events is consistent with a loss of ac power to the mpu. On (B)(6)2025 at 23:30:06, the log file captured atypical low voltage advisory alarms while the black power cable was connected to the mpu, and the white power cable was connected to a 14v li-ion battery due to the rsoc voltage on the black power cable decreasing below the alarm threshold. The alarms resolved on (B)(6)2025 at 23:30:10 when power was restored to the black power cable. This series of events is also consistent with a loss of ac power to the mpu. The no external power and low voltage advisory alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured in the log file. Multiple attempts were made to obtain additional information regarding if the mpu had a v-lock connector on the ac power cord, if the ac power cord came loose from either the wall outlet or back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, if the cause of the alarms was identified, if any equipment was exchanged, and if any product will be returning; however, no additional information was provided and to date, no product has been received. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6)2023. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot low voltage hazard and no external power alarms. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having battery connection issues with their white power cable, and the customer was considering a system controller exchange. Log files were submitted for review and captured strings of low power advisory alarms while on battery power due to depleted batteries in use, which were also potentially related to a possible cable fatigue in one of the system controller power cables. The event log file also captured a string of power cable disconnect, low power hazard, and no external power alarms on (B)(6)2025 while on mobile power unit (mpu) power. The alarms appeared to be caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events.